Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported: "in 2005, the patient underwent surgery to treat her right big toe with a valgus deformity at the (B)(6), in 2006 she underwent surgery to treat her left big toe with a valgus deformity at the same health structure. In both cases, a cambra bimar of 8 millimeters (90 degrees) and a herbert screw made by zimmer have been implanted. After a request of additional information to the health structure, I was told that the code of the cambra medical device used in both the surgeries was 114002 cambre solustable 90 degrees 8 mm. Regarding the herbert screw, the information that was provided by the health structure were the following: surgery in 2005: lot #60178898 - series n. Cat. #47-1154-20; surgery in 2006: lot #60257485 - series n. Cat. #47-1154-20. In 2010-2011 the patient experienced severe pain so that more surgery was necessary. The surgeries effected in 2005 and 2006, in fact, turned out to be a failure because of the reaction to the fixation devices, since the patient is allergic to nickel and to potassium dichromate. In addition to the illness and recovery periods and in addition to the need to undergo additional surgery, as said above, she still has today permanent harmful effects."